Event description:
The physician attempted an arteriotomy closure with the starclose device following a diagnostic procedure. The physician deployed the device and a "muted click" was heard. The physician had difficulty removing the device. Once it was removed, the clip was found to be stuck at the end of the device. Hemostasis was achieved via compression. There was no report of patient injury.

Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. Review of the lot history did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that the attached event is reportable as a "product problem (malfunction)."